Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2015 at 13:30:10. During night drain cycle 15, the patient's ultrafiltration reading was 852ml, indicating the home patient drained 852ml more than their maximum programmed fill volume of 1000ml. No additional information is available.